Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and replaced the modular chemistry (mc) sample probe, the na reference and the calc electrode tip. A clear root cause for this event has not been determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This MDR represents event 11 of 11 reported by this customer.

Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 600 synchron clinical system gave erroneous results for sodium (na), potassium (k), chloride (cl), and cl, and calcium (calc) for one pt sample and erroneous results for na for ten add'l pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The ion selective electrode (ise) system is routinely calibrated every 24 hrs followed by a quality control (qc) run. Prior to this event, the qc results were within the lab's established ranges. The customer stated once they discovered the issue, they recalibrated the ise system, performed a qc, and re-tested the pt samples with low results. The repeated results were found to be higher and amended reports were issued. This is report 11 or 11 medwatch reports filed for this event for pt 11 of 11 pts. A single medwatch report was filed in (B)(4) 2010.